Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has low blood glucose. The customer's sensor glucose 110 and blood glucose was 46 mg/dl. Customer is having issues with sensor. Customer declined low blood glucose troubleshooting.